Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during ongoing use, the right ventricle (rv) lead had perforated the septum. This was observed and confirmed through x-ray. The lead was explanted and replaced with a new one, without any complications. No adverse effects were reported. The lead is not expected to be returned as it was discarded at the hospital.